Event description:
Two coils had been successfully implanted into the anterior communicating artery (acom) aneurysm. As the physician was repositioning the device, the coil stretched. The physician was unable to withdraw the coil into the microcatheter and had to detach the coil with a portion protruding into the parent vessel. The physician was unable to remove the coil with a snare device and approximately 4cm of the stretched coil remains protruding into the parent vessel. Angiography demonstrated that the protruding coil did not affect the vessel and the aneurysm coiling therapeutic effect was achieved. The physician took no further action regarding the protruding coil and there was no clinical consequence to the patient.

Manufacturer narrative:
Additional information from the user facility stated that continuous flush was maintained, the anatomy was moderately tortuous and no resistance was encountered prior to the coil stretching.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device misuse that contributed to the reported event. A definitive cause for the reported event could not be determined. Based on the information provided and the investigation, it is most likely that operational context was the cause of the reported event.

Event description:
Two coils had been successfully implanted into the anterior communicating artery (acom) aneurysm. As the physician was repositioning the device, the coil stretched. The physician was unable to withdraw the coil into the microcatheter and had to detach the coil with a portion protruding into the parent vessel. The physician was unable to remove the coil with a snare device and approximately 4cm of the stretched coil remains protruding into the parent vessel. Angiography demonstrated that the protruding coil did not affect the vessel and the aneurysm coiling therapeutic effect was achieved. The physician took no further action regarding the protruding coil and there was no clinical consequence to the patient.